Event description:
Customer called to report when they were running a manual prime the pump displayed escape when it was done and rewind the pump. Troubleshooting was performed. Device was stuck on rewind mode after manual prime.